Event description:
The customer provided beckman coulter with patient results for investigation on erratic troponin I (accutni) results generated from an access 2 immunoassay analyzer. As a result of the investigation conducted, imprecise accutni results within the normal reference range of the assay from an access 2 immunoassay analyzer was discovered for one patient. The customer obtained an initial accutni result of 0.033 ng/ml with a repeat of 0.011 ng/ml for the patient. The results were reported out of the laboratory but patient treatment was not impacted. There was no injury or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) discovered that the lines going to dispense probes #2 and #3 had large air slugs in them. The fse replaced the wash and valve pump seals, the wash pump belt, stator, rotor, cap, peri-pump tubing, aspirate and dispense probes as well as the dispense probe tubing. The fse primed the system and performed a special clean. Routine system check and qc passed and repairs were verified per established procedures. The fse also analyzed 10 accutni patients in duplicate and obtained excellent reproducibility. Although both pre-analytical and hardware issues may have contributed to the erratic accutni results, the cause is unknown and could not be determined. Accutni reagent, part number a78803 and lot number 122054, was used in conjunction with the analyzer.

Manufacturer narrative:
Evaluation code - results code - (other): rotor and cap.